Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
The helical blade jammed as it was being advanced through the nail prior to reaching its final position. When the surgeon realized the helical blade would not advance further, the surgeon attempted to remove the helical blade with the helical blade inserter rather than using the extractor. The helical blade coupling screw head piece broke away from the cannulated distal part - the remaining instrument parts were left attached to the jammed helical blade with no way to remove them. A drill bit was used in reverse to try to unscrew the distal part of the coupling screw - the drill broke. With no way left to remove the helical blade - the proximal part of the helical blade and instruments were cut leaving the helical blade and the nail in the pt. It was possible that the locking mechanism caused interference with the helical blade insertion. The locking mechanism may have been advanced prior to insertion. This is the 1st of 2 reports submitted on this event.